Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's vendor reported patient experienced elevated blood glucose levels for 6 weeks. Vendor stated the patient took correction via the infusion device, but blood glucose level did not come down. Vendor stated patient then took correction with the pen. Vendor reported patient's blood glucose level was 500 mg/dl on (B)(6) 2011. Patient's normal blood glucose level was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.